Event description:
It was reported that the implantable cardiac defibrillator (ICD) had early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. It was noted the recommended replacement time (rrt) occurred on (B)(6) 2012 with rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery voltage was 2.643 to 2.623 volts between (B)(6) 2012 and (B)(6) 2012. The device was also returned and analyzed. Actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. It was noted the recommended replacement time (rrt) occurred on (B)(6) 2012, with rrt less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the minimum battery voltage was 2.643 to 2.623 volts between (B)(6) 2012. The device was also returned and analyzed. Upon receipt of additional information, it was determined the device battery met the expected longevity and was found to have normal depletion.